Event description:
This is filed for unintended movement it was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 3-4. The leaflets were thick with lots of leaflet material. A clip was advanced. There was no clip opening observed at the first establishing final arm angle (efaa). During the second effa test the clip opened to about 5 degrees. After the clip was deployed fully closed, it opened to 20 degrees. The clip was implanted in the central a2/p2 position. The mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported clip opening while locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).